Event description:
It was reported that the original surgery was performed the same week. Upon finishing the case and reviewing x-rays, it was found that the tibial cone was put through the posterior cortex of the tibia. The tibia appeared to not be well fixed in the cement mantle. Dr. Determined it was best to revise the tibia and bypass the hole with a long cemented stem. No other implants were removed, and no further patient information is available at this time. Doi: (B)(6) 2022 , dor: (B)(6) 2022 , affected side: right knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.